Manufacturer narrative:
Samples received: none. Analysis and results: several attempts to obtain information of batch number were made, no list of possible batches is neither available, in consequence the case is analyzed without samples or batch. The pictures received show dermatitis in the histoacryl application area and under the breasts of the patient. It cannot be excluded that the patient has hyper-sensibility to cyanoacrylate, formaldehyde, triacetin or d&c violet no. 2 dye. There are known cases described in literature, of patients that developed allergic contact dermatitis following post-surgical closure of skin with cyanocacrylates. Histoacryl flexible is not indicated in patients with known hyper-sensibility to cyanoacrylate, formaldehyde, triacetin or d&c violet no. 2 dye, as indicated in the contraindications of the instructions for use. Moreover, in the side effects point in the instructions for use it is also informed that cyanoacrylated can be associated with a limited period of local irritation in the application area; a transient foreign body reaction can occasionally take the form of an inflammatory reaction. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed. Note: a retrospective review of potential serious injury complaints was performed. This MDR was identified as a reportable event, as a result a follow up report has been filed as part of the review activities.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported by a physician that there has been various post-operative skin inflammations after use of histoacryl. Additional intervention needed: steroid treatments.